Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose reading was 404 mg/dl. Prior to the event, the patient experienced thirst. In troubleshooting, the drive support cap appeared normal and the unit passed a quick release test, a manual prime test and there was no leak. It was explained to the customer that high blood glucose is often caused by insertion site and infusion set issues. No further information was provided.